Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately prompted to "select defib mode". Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The control board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed instances where the user pressed the shock or charge button and the device was switched to monitor mode at the exact time stamp or one second after the button press. Which will cause the device to prompt a "select defib mode" message. Analysis of reports of this type has not identified an increase in trend.